Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, a cable on the large needle driver broke. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Upon inspection, no broken or damaged cables were found. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent backwards, causing the instrument not to function properly. Direction of the applied load was perpendicular to the teeth of carbide insert. The carbide insert had started to separate from the grip at the proximal end. The proximal end of the carbide insert was sticking out, preventing closure of grips at the tips. The load applied was likely greater than the proximal end braze strength and this contributed to the grip bending. Evidence not conclusive, but the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the separated insert, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.